Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 at approximately 2:57 pm pst, the patient¿s mother called reporting a low blood glucose (bg) alert on the ilet device. The patient had completed training about an hour earlier and had consumed 42 grams of carbohydrates to treat the low bg. A fingerstick confirmed a bg of 50 mg/dl, while the ilet displayed 49 mg/dl with upward trend arrows. The patient reported feeling weak and shaky. The agent advised continued monitoring as bg was trending upward and planned follow-up. The lowest bg recorded during the event was 39 mg/dl, and the patient remained below the target range (70¿180 mg/dl) for approximately one hour. No ketone testing was performed, and no professional medical intervention was required. The patient treated the low bg with carbohydrate intake and did not require additional assistance. At 4:20 pm pst, the agent left a voicemail to check on the patient, and another follow-up voicemail was left on (B)(6) 2024 at 12:29 pm pst. Later that day at 3:51 pm pst, the patient¿s contact confirmed the patient was doing better. The agent provided education on proper meal announcement procedures, and the patient expressed understanding with no further questions.